Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a prolieve thermodilitation system experienced low rf power during testing. There was no pt involvement.

Manufacturer narrative:
Complaint confirmed upon return of device. Rf control board faulty, thereby, producing low readings during boot sequence. The module was replaced and the console passed all testing. (B)(4).